Manufacturer narrative:
On 05-may-2017 product investigation results: the reporter returned 2 toothbrush heads on 25-apr-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Metal pin has broken out- oral-b brush heads. No adverse event. Product counterfeit. Case description: a wife reported via e-mail on 29-mar-2017 that while her husband of unspecified age used an oral-b rechargeable toothbrush, version unknown, a metal pin had broken out from the oral-b brushhead, version unknown. She reported her husband was simply able to spit it out. No symptoms developed. On 30-mar-2017 follow-up from reporter: the reporter stated that nothing further happened (no consequences), and the brush head was still available. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Metal pin has broken out- oral-b brush heads [device breakage]. No adverse event [no adverse event]. Case description: a wife reported via e-mail on (B)(6) 2017 that while her husband of unspecified age used an oral-b rechargeable toothbrush, version unknown, a metal pin had broken out from the oral-b brushhead, version unknown. She reported her husband was simply able to spit it out. No symptoms developed. On 30-mar-2017 follow-up from reporter: the reporter stated that nothing further happened (no consequences), and the brush head was still available. No further information was provided.